Manufacturer narrative:
Additional, changed, and/or corrected data: b.3, b.5, d.6a, h.6

Event description:
Patient was prescribed antibiotics in prevention.

Event description:
Healthcare professional reported capsular contracture, baker grade iii, "pain for some time" and "there are few folds present". This record is for the right side. Device has been explanted and replaced. Device has been destroyed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.